Event description:
The patient felt partial skin itching after two days using the dressing. The nurse found that there were small blisters on the edge of the dressing, smashed the blisters and disinfected them, and replaced the transparent dressings. The patient did not respond to other abnormalities.

Manufacturer narrative:
Our investigation into this complaint has now concluded. As of today, no product return for this complaint has become available preventing a more thorough investigation. Without return of the actual device, we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint may be reopened. A device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. A complaints history review has been run for the product code and lot number provided however, no further complaints of this nature have been reported. Due to the nature of this complaint, it has been forwarded to our clinical experts who have concluded the following: in conclusion: the reported ¿possible skin is pulled¿.which caused tension blisters¿ is the root cause of the reported tension blisters. The IFU does include precautionary statements regarding use on fragile skin. The intervention reported was ¿smashed the blisters and disinfected them¿. Although direct opening of a blister/disruption of the epidermis (especially in an elderly immunocompromised patient) increased the risk of infection, it was communicated that the ¿blisters disappeared after a couple of days¿ with no further patient injury/impact and there was ¿no product quality problem in this issue clinically¿. No further medical assessment can be rendered at this time smith and nephew are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.